Manufacturer narrative:
The reported event, brown liquid was coming out of the battery, was confirmed. The battery was cut open and fluid ingress was found. It was placed in parts retention.

Event description:
It was reported that a brown liquid is leaking from the battery during the preparation for surgery. Nothing came in contact with the sterile surgical field. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported with this event.

Event description:
It was reported that a brown liquid is leaking from the battery during the preparation for surgery. Nothing came in contact with the sterile surgical field. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.